Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken catheter occurred. The target lesion was located in the saphenous vein graft to the obtuse marginal artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, the device was advanced to the target lesion however resistance was felt. Manipulation of the device was performed but it got separated at the buckle and was broken. The entire system was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood outside and inside of the shaft. The shaft and collar were microscopically examined. The shaft was detached/separated at the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. There was a section of the shaft from the collar that pulled out and attached to the ptfe. There were numerous kinks throughout the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a broken catheter occurred. The target lesion was located in the saphenous vein graft to the obtuse marginal artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, the device was advanced to the target lesion however resistance was felt. Manipulation of the device was performed but it got separated at the buckle and was broken. The entire system was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was fine.